Event description:
It was reported that the patient with this right ventricular (rv) lead presented a syncope episode. In addition, high pacing thresholds with loss of capture (loc) were found. The patient had a lead revision procedure, and this rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead is not expected to be returned to boston scientific for further analysis.